Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) medical center; surgeon name: dr (B)(6) ; date of surgeon: (B)(6) 2015; body part to which device was applied: ankle; surgery description: unavailable; patient information; unavailable; problem observed during: clinical use on patient; type of problem: device functional problem; event description: per tm-during (B)(6) 2015, case at (B)(6) medical center with dr (B)(6) the jig malfunctioned. On (B)(6) 2015 orthofix srl received the following information from the distributor: patient diagnosis and proposed treatment: "fusion of the ttc". Pt info: "(B)(6) female". Did devices failure cause any adverse effects to patient? "Yes, per the tm - after insertion and implanting of all screw, a final x-ray was taken. Upon review, we noticed the ap calc screw was not in the nail. The screw missed medial to the nail. The end cap was then removed, the jig was reattached, and the drill put back through the jig. The drill continued to miss medially. We could not get the drill or screw to go through the nail. The distal aiming arm of the "jig that moves from the lateral position to posterior for this purpose was noticed lo have a little bit of play. The surgeon and sa felt as if the jig arm was too loose, and this caused the drill to miss the nail. We tried to line up the drill guide using a 3.2 wire, then tack the jig arm down using the distal k-wire check hole, then redrill the hole. Still missed. The surgeon then removed all the screws and the nail. The talar screw pulled right out without unlocking the internal locking mechanism as well. Dr (B)(6) believes this was faulty as well." Was the surgery completed with the devices? If not, was a replacement device immediately available to complete surgery? "No, temporary plate." Are the devices available for the technical evaluation? "Not as of yet. The rep will be returning the (B)(4) (lot v1339550) for evaluation. It will be shipped to srl upon receipt." Did the event lead to a clinically relevant increase in the duration of the surgical procedure? "Yes, there was a 30 minute delay." Was an additional surgery .required following device failure? "The revision surgery was scheduled to take place on (B)(6) 2015.''. Are copies of the operative report and copies of the x-rays available for the medical evaluation? "Per rep, x-rays are not. Available. A request will he made for operative reports". Please provide info on pt current health conditions. "The pt is scheduled to have the revision on (B)(6) 2015. Rep is not sure of preference implant. Follow up with rep wil be made for this info". On (B)(6) 2015 orthofix srl received the following info from the distributor: "the revision case did take place on (B)(6) 2015. The rep will not be able to provide the operative reports and x-rays. The proximal and distal targeting arm, and the nail will be forwarded to srl for investigation. MFR ref number: (B)(4). Distributor ref. Number: (B)(4).

Manufacturer narrative:
Analysis of historical records (information already provided) orthofix srl checked the internal records related to the controls made on the device code 99-t770200 batch v1339550 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation the returned devices, received on august 13th, 2015 were examined by orthofix srl quality engineering department (please also kindly refer to MFR reports number 9680825-2015-00026 & 9680825-2015-00027). All devices were subjected to visual, dimensional and functional check as per orthofix srl design and product specifications. The visual, dimensional and functional check performed on the targeting arm did not evidence any anomalies. The device still works properly. The visual check performed on the nail evidenced that the distal locking insert is disassembled from the nail. This was probably due to over torquing of the locking system. The dimensional check of the nail did not evidence any anomalies. A functional check was not performed as the nail is no more functioning. The results of the technical evaluation evidenced that the targeting arms still works properly while the nail was damaged. The distal locking insert is disassembled from the nail, this was probably due to over-torquing of the locking system. Medical evaluation: the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "In this case a patient (age and gender not disclosed) was having an operation to fuse the ankle joint with the acn system. A 10 x 200 mm nail was inserted and locked. At the end of the surgery the surgeon checked the locking and found that the ap calcaneal screw was medial to the nail. He reattached the jig and removed the screw, but all attempts to pass it through the nail failed. The whole implant was therefore removed and a plate was applied as a temporary fixation. The operation was delayed by about 30 minutes. A revision surgery was carried out on (B)(6). We do not know the outcome of this surgery, and we know no further details of the original operation. The nail and the proximal and distal targeting arms are being returned to srl. The information suggests that the original purpose of the operation was achieved, but required a second surgery to do so. It is impossible to state why this might have happened. The technical analysis of the items involved in this case show that the two targeting arms of the ankle compression nail system look normal, were made to specification and function normally now. The nail that was returned is damaged, and the distal locking insert has come out of the nail. Testing the device it was apparent that the damage visible was probably due to over-torquing of the locking system. The instructions for use caution against over tight locking of this part of the system. The conclusion of the technical analysis is that the system failed because of improper use. It is impossible to say exactly what when wrong, but certainly it seems that the distal locking mechanism was subjected to excessive strain." Manufacturer final comments: the results of the technical evaluation evidenced that the targeting arms still works properly while the nail was damaged. The distal locking insert is disassembled from the nail, this was probably due to over-torquing of the locking system. The medical evaluation evidenced as follows: " the information suggests that the original purpose of the operation was achieved, but required a second surgery to do so. It is impossible to state why this might have happened. The technical analysis of the items involved in this case show that the two targeting arms of the ankle compression nail system look normal, were made to specification and function normally now. The nail that was returned is damaged, and the distal locking insert has come out of the nail. Testing the device it was apparent that the damage visible was probably due to over-torquing of the locking system. The instructions for use caution against over tight locking of this part of the system. The conclusion of the technical analysis is that the system failed because of improper use. It is impossible to say exactly what when wrong, but certainly it seems that the distal locking mechanism was subjected to excessive strain." Based on the results of the technical investigation and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the targeting arm still works properly while the problem that occurred was probably due to over-torquing of the nail locking system. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) medical center; surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: ankle; surgery description: unavailable; patient information: unavailable; problem observed during: clinical use on patient; type of problem: device functional problem; event description: per tm - during (B)(6) 2015, case at (B)(6) medical center with dr. (B)(6) the jig malfunctioned. On (B)(4) 2015 orthofix srl received the following information from the distributor: patient diagnosis and proposed treatment: "fusion of the ttc." Patient information: "(B)(6) female." Did devices failure cause any adverse effects to patient? "Yes, per the tm - after insertion and implanting of all screws, a final x-ray was taken. Upon review, we noticed the ap calc screw was not in the nail. The screw missed medial to the nail. The end cap was then removed, the jig was reattached, and the drill put back through the jig. The drill continued to miss medially. We could not get the drill or screw to go through the nail. The distal aiming arm of the jig that moves from the lateral position to posterior for this purpose was noticed to have a little bit of play. The surgeon and sa felt as if the jig arm was too loose, and this caused the drill to miss the nail. We tried to line up the drill guide using a 3.2 wire, then tack the jig arm down using the distal k-wire check hole, then redrill the hole. Still missed. The surgeon then removed all the screws and the nail. The talar screw pulled right out without unlocking the internal locking mechanism as well. Dr. (B)(6) believes this was faulty as well." Was the surgery completed with the devices? If not, was a replacement device immediately available to complete surgery? "No, temporary plate." Are the devices available for the technical evaluation? "Not as of yet. The rep will be returning the 99-t770200 (lot v1339550) for evaluation. It will be shipped to srl upon receipt." Did the event lead to a clinically relevant increase in the duration of the surgical procedure? "Yes, there was a 30 minute delay." Was an additional surgery required following device failure? "The revision surgery was scheduled to take place on (B)(6) 2015." Are copies of the operative report and copies of the x-rays available for the medical evaluation? "Per rep, x-rays are not available. A request will be made for operative reports." Please provide information on patient current health conditions. "The patient is scheduled to have the revision on (B)(6) 2015. Rep is not sure of preference implant. Follow up with rep will be made for this information." On (B)(4) 2015 orthofix srl received the following information from the distributor: "the revision case did take place on (B)(6) 2015. The rep will not be able to provide the operative reports and x-rays. The proximal and distal targeting arm, and the nail will be forwarded to srl for investigation." On august 3, 2015 orthofix srl received the following information from the distributor: the products are being shipped today. Here are the part and lot numbers in the shipment. Code 177100 proximal targeting arm (lot 57429); code 177120 distal targeting arm (lot 57213); code 99-t770200 titanium ankle compression nail 10/200 (lot v1339550). Please also kindly refer to MFR reports number 9680825-2015-00026 and 9680825-2015-00027. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code (B)(4), batch v1339550 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthotix srl historical records, this is the first complaint notified from this specific device lot. Technical eval: the devices involved in this event have not been received by orthofix srl. The technical evalutlon will be performed as soon as the devices become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation are available. Orthofix srl had requested additional information on the event such as copies of the operative reports and copies of the x-ray images (initial surgery and revision one), devices availability for the technical evaluation. Unfortunately this info has not been made available. As soon as further information become available, orthofix srl will provide you with a follow up report. Orthofix srl continue monitoring the devices on the market.